Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
A customer reported receiving a glucose result of 176 mg/dl on their freestyle blood glucose monitor. Customer then reported feeling shaky, sweaty, and disoriented. Customer's wife called the paramedics, and administered orange juice and a sandwich in order to stabilize blood glucose levels. Exact treatment administered by the paramedics is unk.